Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, air leak occurred. It was reported that the cuff pressure was adjusted, but the issue was not solved. The customer reported that the patient was reintubated. The customer also reported that the removed tube was tested in water and it was confirmed the cuff was deflated gradually as air was injected.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag without its original unit pack. Visual examination shows that the returned unit is contaminated. Further examination shows that there is damage to the inflation line and the evac line. An attempt made to inflate the returned unit failed. Further examination of the inflation line shows that there was very jagged line markings on the inflation line in one location for a distance of 2mm and on the evac line in three locations for distances of 2mm, 3mm & 3mm. The damage detected is indicative of clamp like markings. The outer diameter of the inflation line was measured and found to be within the blueprint specification. The reported defect could be detected on the unit returned for evaluation. The most probable root cause is the inflation line came in contact with a clamping device. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.